Manufacturer narrative:
Model number / catalog number: sc-2218-70, serial number: (B)(4), batch / lot number: 7018711, model / catalog description: linear st lead kit 70 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient had discomfort. The patient underwent a lead explant procedure and was doing well postoperatively. No device malfunction was suspected.